Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there were no intermittent conditions found on keypad flex connector. The investigation was unable to duplicate the initial complaint about under responsive keypad. (B)(6.)

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: the keypad buttons were found to be responsive. No contamination was found on the button contacts. The alleged issue could not be duplicated.